Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, pain, discoloration, occlusion, and "allergic reaction or skin reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #11). Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Adverse events: the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds with one syringe of juvéderm® ultra plus xc, the patient experienced redness at the injection site. Later that day, the patient experienced increased redness, swelling, pain and discoloration on nose and down the face. The injector reported that the nasal artery may have been nicked which caused an occlusion. The injector stated that two days after injection, the patient was injected with vitrase and prescribed aspirin. The patient also went and saw a general physician who stated patient's symptoms indicated an allergic reaction or skin reaction to the product and was prescribed doxycycline. The patient was concomitantly taking lisinopril, vitamin e and fish oil. The symptoms are still ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation or complaint in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds with one syringe of juvéderm® ultra plus xc, the patient experienced redness at the injection site. Later that day, the patient experienced increased redness, swelling, pain and discoloration on nose and down the face. The injector reported that the nasal artery may have been nicked which caused an occlusion. The injector stated that two days after injection, the patient was injected with vitrase and prescribed aspirin. The patient also went and saw a general physician who stated patient's symptoms indicated an allergic reaction or skin reaction to the product and was prescribed doxycycline. The patient was concomitantly taking lisinopril, vitamin e and fish oil. The symptoms are still ongoing.